Event description:
In 2008 tech - siderails were intermittent not latching. On 04/17/2008 - tsr stated that the latching of the intermediate siderails was intermittent. Problem due to wear and tear. Tsr replaced the siderail side arms, the two dowels, for the latch mechanism.